Event description:
It was reported that a malfunction occurred on the pump while the customer was changing the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after following these instructions, the customer successfully reset the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer acknowledged and understood.